Manufacturer narrative:
The customer¿s report of contamination of a y-site was confirmed. Visual inspection revealed a brown strand-like substance at the engagement where the distal tubing is inserted into the smartsite y-port housing. The substance was not observed in any other part of the set or its components. A portion of the tubing distal to the distal smartsite was severely crimped and flattened. During functional testing it was determined that the brown substance was not in the fluid path; it remained lodged between the tubing and the outer housing and was prevented from entering the fluid path by the solvent engagement. No leaks were observed on any part of the sets and their components, and no other issues or anomalies were found. Each adaptor, piston and interior of the smartsite components was visually inspected under microscope. No foreign substances were found on any of the smartsite pistons, or on the proximal and middle smartsite female luer adaptors (fla). The root cause could not be identified. The probable cause for the customer¿s complaint may be attributed to the contamination, as reported by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 1000 ml of d5 in 0.45% ns with 10 meq of potassium chloride was infusing at 3 ml/h when "brown liquid" was noted in the tubing. The customer suspects contamination of the smartsite, which may be related to an episode of fecal incontinence. The patient received an ethanol lock as a result of this event and the tubing was replaced.

Event description:
A second infusion of 20mg of milrione additive(0.3mcg/kg/min) plus 5% dextrose in water premixed to a volume of 100ml.